Event description:
The generator was returned for analysis on (B)(4) 2013. Analysis of the generator was completed on (B)(4) 2013. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.

Manufacturer narrative:
.

Event description:
Clinic notes dated (B)(6) 2014 note that the patient's seizures seem to be stable, if not better. It was noted that the patient had quite a few hospitalizations due to clusters of breakthrough seizures. Clinic notes dated (B)(6) 2014 note that the patient's seizure frequency was between ten to twenty per shift. It was noted that an eeg from (B)(6) 2013 was reviewed when the patient was hospitalized due to status epilepticus. Clinic notes dated (B)(6) 2013 note that the patient has had multiple hospitalizations since (B)(6) 2013. It was noted that the patient was still experiencing fairly frequency breakthrough seizures. Review of the clinic notes identified that the patient had multiple hospitalizations due to seizure activity and status epilepticus before and after generator replacement. The patient's seizures do not appear to be increased or worsened since generator replacement.

Event description:
Additional follow-up with the treating physician revealed that the patient has severe intractable epilepsy whose seizures can fluctuate widely. He reported that he doubts that vns played a significant role in the patient's seizure clusters. They tried different medications which may have helped seizures. The replacement generator made some contribution in seizure control but not necessarily drastically at this time. Attempts for additional information have been unsuccessful to date.

Event description:
On (B)(4) 2013, it was reported that the patient was hospitalized the week prior (admittance date (B)(6) 2013) for more intensified seizures. A battery life calculation was requested to estimate the battery life remaining on the implanted generator. The battery life calculation indicated about 0.81 years until neos = yes. The physicians stated that they understood the device was not at end of service, based on the battery life calculation; however, they could not clinically find anything to explain the patient's increased seizure intensity. The physicians conferred and elected to replace the patient's device prophylactically in an attempt to control the patient's seizures better and determine if this was the issue. No medication changes, illness, infection, or other external factors preceded the event. The clinicians stated that there was no other explanation for the more intense seizures, besides the vns. The patient's device was replaced on (B)(6) 2013. Follow up was performed to see if the symptoms have resolved since surgery; however, no additional information has been provided. During the report, an increase in seizure frequency was mentioned; however, it was later confirmed that there was no increase in seizure frequency and the seizure intensity was increased. No other information has been provided.